Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [7] photos for investigation. Visual examination of the sample and photos was performed and revealed foreign matter (fm). The sample was returned with a cotton swab that had black debris on it and fm can be seen on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black clump was found to be adhered onto a tube. It looks to be on the outside the tube, however, it may be on the inside.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a black clump was found to be adhered onto a tube. It looks to be on the outside the tube, however, it may be on the inside."